Event description:
Adverse event(s): delay in procedure (no code available). Product problem(s): "system message received" (error message given). The facility reported they received a system message during the procedure and chose to switch to another machine to complete the case. No patient injury was reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the system messages reported in the event log. The company service representative could not duplicate the system messages. The supervisor module was replaced for diagnosis purposes. The replaced supervisor module was returned to the itc and tested. The returned module passed all tests. Nothing was repaired on the module before or after the test. A review of complaints for the last 24 months did not indicate any additional, related reports for this system. The system message occurs when the supervisor module loses communication with the ultrasound sub-module. An internal investigation has been opened to address this issue. (B) (4). (B) (4). (B) (4).